Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer believed the algorithm had maladapted and requested a factory reset, while experiencing a high blood glucose of 241 mg/dl and receiving external advice to announce meals to correct elevated glucose; the customer was counseled that using meal announcements for correction is not recommended and was provided education on correction and meal algorithms. Symptoms included hyperglycemia without reported adverse effects. Outcomes included no reported medical intervention, hospitalization, or escalation of care. Investigation included customer counseling and education on device use and algorithm function, with referral for additional training. Investigation of this case revealed user technique concerns related to using meal announcements for correction rather than relying on the device¿s correction algorithm. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.